Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a premature ventricular contraction of left ventricle procedure, a tamponade occurred which required a pericardiocentesis to stabilize the patient. While mapping, it was noticed that the mapping catheter was in the epicardium. The patient's blood pressure dropped and presented thoracic pain. An echocardiogram was done which revealed a pericardial effusion and tamponade. A pericardiocentesis was performed, 500ml was drained, and the patient stabilized. The physician believes the effusion is due to a transseptal puncture, which was noted to be posterior and had been done with scope (no eto). There were no reported performance issues with any abbott device.